Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion is located in the moderately tortuous and severely calcified left anterior descending artery. A 10mm x 3.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10 atm for 10 to 20 seconds upon the third inflation. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no patient complications and status of the patient was good post procedure.